Event description:
It was reported that during preparation for an angioplasty procedure, the inflation device allegedly showed incorrect readings. It was further reported that another device was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the incorrect reading could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during preparation for an angioplasty procedure, the inflation device allegedly showed incorrect readings. It was further reported that another device was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one presto inflation device has returned for evaluation. No anomalies noted to housing, tubing, handle or site gauge. Syringe was noted to be filled to 10 marker. No other anomalies noted to the device. On the functional the presto device was connected with the in-hose pressure gauge. The device was pressurized, and the psi to the atm was measured and noted. The following reading was noted to be 6atm = 93psi; 7atm = 105psi; 12atm = 177psi & 24atm = 446psi when the device pressurize. Therefore, the investigation was unconfirmed for the reported incorrect reading as the psi values was within the acceptable range as per product performance specification limit. A definitive root cause for the incorrect reading could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2023), g3. H11: h6(method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 05/2023).

Event description:
It was reported that during preparation for an angioplasty procedure, the inflation device allegedly showed incorrect readings. It was further reported that another device was used to complete the procedure. There was no patient contact.